Manufacturer narrative:
Method: risk assessment; results: no lot # was provided, so a manufacturing record review could not be performed. Conclusion: the plausible root cause cannot be determined conclusively.

Event description:
It was reported that the surgeon went to remove the l5 screw on the right and while removing it with the correct driver the tulip popped off. He was able to remove the bone screw with the quick out driver though. No additional time was added to the case and the patient was not effected.

Event description:
It was reported that the surgeon went to remove the l5 screw on the right and while removing it with the correct driver the tulip popped off. He was able to remove the bone screw with the quick out driver though. No additional time was added to the case and the patient was not effected.